Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 system, model # m-4800-01, s/n: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for premature ventricular contractions (pvcs) with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention. At the end of the procedure, the patient became hypotensive and a pericardial effusion was confirmed via echocardiography. Pericardiocentesis yielded an unspecified amount of fluid. A surgical intervention was in progress at the time of complaint report. Multiple attempts have been made to obtain additional information regarding this event, but none has been made available.